Event description:
The lay user/pt contacted lfs alleging that their one touch ultra meter reverts to the set up mode. The pt mentioned that he first noticed the issue with the reported issue on the morning of (B) (6), 2010 between 8:30-9:00am. The pt did not do take any medication after attempting to use the meter. Approximately 2 hours later, the pt developed symptoms of blurred vision, and felt sweaty. The pt then visited the physician and was treated with glucose tablets/glucose gel. The pt was not tested on another device. The pt did mention that he reported issue happened after the battery was replaced. The pt denied any misuse of the product. This is not the first time the product is being used. The issue was resolved via troubleshooting. The meter was replaced. The complaint is being reported since the pt alleged that due to the meter reverting it to set up mode, the pt developed symptoms suggestive of a serious injury and had to be treated by a medical professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.